Manufacturer narrative:
The insulin pump was not in manufacture mode. The pump passed the self test, sleep current measurement, active current measurement, and displacement test. Pump trace download analysis confirmed the pump alarmed replace battery now. The power management tool indicated abnormal behavior of the lithium backup battery loaded voltage (loaded vlith) as shown on the power management graph and confirmed replace battery now alarms due to connector resistance. After disconnecting and reconnecting the internal battery connector on the pump was monitored and functioned properly. No unexpected low battery alarms noted during testing. The pump was received with scratched case, pillowing keypad overlay, cracked case behind the pump near the battery compartment, and a minor scratched lcd window.

Event description:
It was reported that the customer had replaced the battery several times but insulin pump history shows multiple replace battery now alarm and low battery alert. Blood glucose level at the time of the incident was 9.9 mmol/l. The insulin pump was returned for analysis.